Event description:
The customer reported to olympus that the video system center had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. Additional information received from the customer stated that there seems to be a connection issue. When the scopes are plugged in, there was light but no picture. The customer unplugged and reinserted the scope but the issue remained. The device was turned off and back on and this seemed to resolve the issue. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as a flickering image was identified. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.